Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient¿s father stated the patient was at school on (B)(6) 2018 and gave himself insulin based on the cgm reading of 207mg/dl. The patient started to feel dizzy and performed a finger stick reading which was 69mg/dl. The patient went to the school nurse and was given a juice box. After drinking the juice, the patient was feeling fine. At the time of contact, the patient was doing okay. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.